Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B) (6) 2009 due to an incident of diabetic ketoacidosis. Per the reporter, the pt was brought to the hosp and admitted with a blood glucose of >500 mg/dl and high ketones. Upon admit, his blood glucose was 567 mg/dl. He was treated with insulin and IV fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.